Event description:
It was reported that the device wrench and battery icons were displayed. The customer replaced the battery but the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. The customer opted to replace the defibrillator instead of repair due to costs. Therefore, a conclusive cause of the reported malfunction could not be determined.